Event description:
Customer reported to baxter germany of a cyto luer set in which leak was observed at the injection valve of the cyto luer. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.